Event description:
Customer reported receiving an adc meter reading of 377 mg/dl and dosed with 5 units of insulin and took an additional 4 units as they stated they were "about to eat". They reportedly lost consciousness for over 5 minutes after taking the insulin. They self-treated with glucose and denied being seen at a health care facility. There was no third party medical intervention and no diagnosis reported. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
This is an initial report. The product has been requested for investigation and a final report will be submitted when the investigation is complete.